Manufacturer narrative:
Device discarded.

Event description:
On (B)(6) 2015, osteomed was notified of an adverse event concerning the extremilock aps 7h hook plate, universal. During a visit with the physician on (B)(6) 2015, it was observed that the there was a non-union of the site and a broken plate. The plate was removed on (B)(6) 2015.

Manufacturer narrative:
The exact root cause of this complaint is undetermined. The device was not returned for evaluation. However, x-rays, and a photo of the device were provided. The engineering evaluation of the photo and images did not identify a defect. The 7h hook plate, universal (B)(4) is an implant device within the extremilock ankle plating system product family. The osteomed extremilock ankle plating system product information and instructions for use guide provides instructions and warnings concerning situations that could cause implant fracture or failure. Though the lot number was not provided, dhrs for the five (5) lots manufactured prior to the implant data of (B)(6) 2015 were reviewed. No non-conformances with lot release were identified. This is the first complaint received for this device. The review of ncrs did not identify any non-conformances within the last 18 months. A review of the extremilock ankle plating system risk management file shows that this failure mode has an overall risk level score of "low". This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that there was an error on the follow-up report that prevented upload to maude. Therefore, this report is being re-submitted. Date of original update report: 01/29/2016.